Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the anatomy. The incident information was reviewed; however, the delivery system was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr) for the reported lot and relabeled lot revealed no associated nonconforming material records (ncmr). Based on the review of similar incidents there is no indication of a lot specific product quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure of the external iliac artery, the absolute pro stent was implanted; however, during manipulation of the long introducer sheath it interacted with the stent implant and the stent was damaged/fractured into 2 pieces. Two additional unspecified covered stents were used as treatment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.